Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. He took the insulin pump off and went back to treating with shots. The customer has not been on the insulin pump for four to five months. Approximately twenty-five minutes after inserting a new infusion set, it would alarm no delivery and his blood glucose level would be around 300 mg/dl to 400 mg/dl. The alarm was resolved with a complete set change. The device was not returned.